Event description:
On (B)(6) 2014 at the (B)(6) hospital in san diego ca it was reported that after placing the patient on support with the rotaflow console serial number (B)(4) and drive serial number (B)(4) the flow display showed a sig! Error message alternating with the flow value. After several minutes the flow value in the display was replaced with dashes '--'. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The rfd was evaluated by the manufacturer em-tec and the flow sensor was replaced which resolved the issue. (B)(4).